Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Without a lot number a review of the manufacturing records could not be conducted. Recurrence, seroma and infection are all known possible complications listed in the IFU. Additionally, the mesh remains implanted. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that the pt was implanted with a bard soft mesh for repair of a large umbilical hernia. Reportedly, one week post implant the pt presented with infection, seroma and pain. It was reported that this was caused by a recurrent hernia. Reportedly, they started the pt on vac therapy. It was reported that during the first vac changing they saw a hole in the middle of the mesh and tried to close it with a suture. It was reported that the mesh is believed to have become damaged while clearing the seroma. It is reported that the pt no longer requires vac therapy and that follow ups are done on an outpatient basis as the wound continues to heal.